Event description:
This report summarizes 38 malfunction events in which the device reportedly overheated. - 25 events had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact. - 4 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 38 events were reported for this quarter. Product return status 2 devices were received. 35 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 38 devices were not labeled for single-use. 38 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 38 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 36 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 38 malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact. 3 events had insufficient information received.